Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported impact to customer¿s blood glucose level. Cts instructed caller to call back to troubleshoot if they experience an active fill estimate issue, and caller acknowledged this guidance.